Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board, and also found that the unsupported scope error e315 occurred on the subject device due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope detection of the subject device did not function. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the scope detection failure and the unsupported scope error e315) could not be identified. However, based upon the information from okr, omsc surmised that these phenomena were attributed to the failure of the printed circuit board (ap board). If additional information is received, this report will be supplemented.